Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion (acdf) at c4-c7 due to cervical myelopathy and radiculopathy. Post-op, the implanted screw backed out. There were no patient symptoms or complications as a result of this event. There is no further plan for revision surgery yet.

Manufacturer narrative:
X-ray review: post-op x-rays of c4-c7 acdf were provided: lateral x-ray shows back out of inferior screw less than one year post implant. Unable to judge fusion status at this level. There is paucity of bone in the interbody grafts at the two higher levels. If information is provided in the future, a supplemental report will be issued.